Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event of "hysteroscopy," deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported the event of "hysteroscopy," deemed not device related, six months after a patient was injected in the temples with juvéderm voluma® xc. No treatment was provided. Event is noted as "recovered/resolved."